Event description:
A patient come in the establishment for a dialysis session with a central catheter. The dressing is soaked of blood. During treatment, a significant blood flow around the outlets was noted when the locks on the two branches were removed. Suspicion of catheter crack, dialysis cannot be performed.

Manufacturer narrative:
No device was returned for evaluation, no photographs were provided. Lot number could not be determined. Without the lot number a review of the manufacture records is not possible. Without an evaluation of the device a root cause cannot be determined. No investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.